Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level; however, no specific bg value was provided. Reportedly, the customer thinks their infusion set possibly caused their high bg levels; however, no issues were observed with the infusion tubing or cannula. Prior to hospitalization, a manual injection was delivered to address bg level. While hospitalized, the customer was treated with intravenous fluids. Customer was still hospitalized at the time the event was reported. Multiple attempts by tandem technical support to follow up with the customer were unsuccessful.